Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-08522. It was reported that the pt experienced stomach stimulation. It was also noted the scs ipg was not charged for a period and the battery was depleted. The scs system was removed and replaced by a new system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.